Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to be firing from the end (forward firing) at 8,000 joules of use. The fiber was replaced and the procedure completed using a second surgical fiber. Outcome: "no adverse outcome for patient".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild char; the glass cap exhibits mild devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).